Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. At time of troubleshooting customer had taken no action to address bg. Customer updated their pump settings to address the event.